Event description:
It was reported that the right ventricular lead exhibited an increased capture threshold. The fluoroscopy confirmed that the lead was dislodged. During revision the physician noted an infection. The whole system was explanted. The patient's condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.